Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient born (B)(6) ((B)(6)) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was diagnosed via ice catheter after the patient's pressure dropped. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. The adverse event was discovered during use of the biosense webster, inc. Products. Physician is unsure of the cause of the perforation. Pericardiocentisis was performed and procanimide was administered. Patient outcome of the adverse event was that the patient has fully recovered and was discharged from hospital. The patient required extended hospitalization because of the adverse event as the patient required one extra day in the intensive care unit and was then discharged. The catheter was a stsf ablator. The catheter and the packaging was discarded after the procedure. Transseptal was performed with vizigo sheath. Needle was baylis, brk 98c1. Prior to noting pericardial effusion, ablation was performed. We did not observe evidence of a steam pop. The event occurred during the ablation phase. Irrigation settings are 2 ml low flow, 8 or 15 ml for high flow based on power delivered. 8 ml for <30w, 15 ml for 30w and above. They were ablating at 40w. Correct catheter settings were selected on the generator. Pump was switching from low to high irrigation during ablation. No error messages were visible on carto during the procedure. The generator displayed an error for impedance spike and automatically shut off during ablation. Graph, dashboard, vector, and visitag were all used during this procedure throughout the ablation phase. Visitag module parameters for stability: visitag settings were 3s, 3mm, fot 25% 3g. No additional filters were used with visitag, besides respiration adjustment. Color bar was set for time, between 0-10s on ablation.